Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device did not detect any performance issues, but the calculated longevity result of 93% of expected was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model.

Event description:
It was reported that the bi-ventricular (bi-v) implantable cardioverter defibrillator (ICD) may have reached the elective replacement indicator (eri) early. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event summary - we did receive performance data collected from the device and have analyzed the data. The recommended replacement time in save to disk was on (B)(6) 2013. The device recommended replacement time was less than or equal to 2.6251 volts. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Concomitant products: 6947, implantable tachy lead, (B)(6) 2009; 5076, implantable pacing lead, (B)(6) 2009; 4196, implantable pacing lead, (B)(6) 2009. (B)(4).